Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that she is getting a button error alarm. Nothing further reported.